Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2019-00350. It was reported that the patient¿s scs system was non-functional. Upon interrogation, high impedances were found on the lead. Additional information is not available at this time. Surgical intervention may occur in the future.

Event description:
Device 2 of 2; reference MFR. Report#: 1627487-2019-00350. Further follow-up indicates the patient underwent surgical intervention during which the scs system was explanted and replaced. Effective therapy has been restored post operatively.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2019-00350.